Manufacturer narrative:
The biomedical engineer (bme) reported that the vital signs monitor was giving inaccurate temperature readings. It was also reported that one usb port was missing and a second was badly damaged. However, the temp probe does not connect via usb connection, so this would not be the reason for the issue with the temperature readings. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the vital signs monitor was giving inaccurate temperature readings. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the vital signs monitor was giving inaccurate temperature readings. It was also reported that one usb port was missing and a second was badly damaged. However, the temp probe does not connect via usb connection, so this would not be the reason for the issue with the temperature readings. No patient harm was reported. Investigation summary: the complaint device was received. The unit was evaluated and the complaint was duplicated. The cause of the temp issue was determined to be hardware failure due to physical damage and liquid exposure. The cause of the damage was determined to be user mishandling. Nk will continue to monitor and trend. Additional information: b4 date of this report. D9 device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the vital signs monitor was giving inaccurate temperature readings. No patient harm was reported.